Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable. Investigation summary: the device was received at the service center and repaired. Per service manual operational and diagnostic analysis confirmed reported issue (does not function). Upon receipt the device failed the functional test. It was found that the device did not power on. Unit cleaned. Functional test performed. Microprocessor pcb replaced. Mechanical upgrade performed. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause for the reported failure was thus identified as a defective microprocessor pcb. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot: no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system.

Event description:
It was reported via phone that the device was submitted for service as it was faulty. It was reported by the affiliate in (B)(6) that the vapr vue wireless footswitch device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device did not power on and failed functional test at pretest. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.